Manufacturer narrative:
The device associated with this report was not returned for examination. A search of the complaints databases finds no other reports against the provided product and lot code combination. The investigation could not draw any conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2008. Pt experienced physical injury and bodily impairment; debilitating lack of mobility; and pain. Pt had the depuy asr hip implant explanted on (B)(6), 2011. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates there was established trochanteric nonunion with broken cables and persistent pain. The pt presented with persistent trochanteric nonunion following a primary total hip replacement. The srom stem and srom sleeve were added to the complaint at this time. The manufacturer of the plate and broken cables is unk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.